Event description:
Event occurred on an unspecified date regarding the product tego¿ connector, where they reported that they were having recurring problems about 2 months, where the tego presented problems with closing its connection, and that the replacement that was stipulated to be made every seven days had to be made almost every two days. They further stated that the problem continued to occur in almost all shifts of hemodialysis during patient use, and in some of the events, there was breach in the fluid path, and the product needed to be replaced. There was no harm as a result of this event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jun 2025 has been used as a placeholder. Additional reporter: (B)(6). Investigation summary: a couple of photos were shared by customer, where a tego torn seal damage is observed. No additional damage or anomalies are shown. One (1) used list# lat-d1000, connector tego was returned for evaluation. As received, a seal tearing was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of the connector had an issue with closing its connection, and it needed to be replaced almost every two days is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.